Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had repeated cases of bacteremia infection. It was further reported that the right ventricular (rv) lead had suspected vegetation. The implantable pulse generator (ipg) system was explanted and replaced by a leadless ipg. No further patient complications have been reported as a result of this event.